Event description:
It was reported that, "tibial insert revised due to poly wear".

Manufacturer narrative:
Additional info has been requested. Once the investigation has been complete any additional info will be reported in a supplement.